Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged the following day at 12:00pm. That same evening around 7:00pm, the patient was noted b family as staring blankly and having confusion. The patient was admitted to the hospital for observation. A computed tomography (CT) scan was performed and showed no evidence of thrombus or hemorrhage. Neurology diagnosed the event as an ischemic stroke. The patient was discharged to a rehabilitation facility on (B)(6) 2025. The patient has recovered from the cognitive deficits.

Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged the following day at 12:00pm. That same evening around 7:00pm, the patient was noted b family as staring blankly and having confusion. The patient was admitted to the hospital for observation. A computed tomography (CT) scan was performed and showed no evidence of thrombus or hemorrhage. Neurology diagnosed the event as an ischemic stroke. The patient was discharged to a rehabilitation facility on (B)(6) 2025. The patient has recovered from the cognitive deficits. It was further reported that the patient did not receive transesophageal echocardiography (tee). The patient was diagnosed as ischemic stroke based off the modified rankin score of his symptoms. The patient was observed, and physician did not have to do further intervention.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.